Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report is for use error-customer changed tha cassette only and not all supplies. A customer contacted baxter's technical service center regarding a check supply line alarm that occurred on the homechoice (hc) unit display. This event occurred during use patient not connected. The baxter technical representative (tsr) told the customer to discard supplies and start over with new supplies as caller had tried changing cassette only when alarm occurred before. There was patient involvement and there was no patient injury or medical intervention associated with this event.